Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted dried blood/body fluid in the lead lumens. Testing was completed to assess guidewire insertion. Detailed analysis confirmed that the reported observation. Guidewire insertion test failed. There is foreign material noted in the lumen.

Event description:
Boston scientific received information that this left ventricular lead was unable to be successfully implanted. Reportedly guidewire was unable to pass down the proximal location of the lead. It would not come out the end. Several attempts and multiple guidewires. Evidence suggests that event was attributed to patient anatomy. This lead was therefore removed and replaced prior pocket closure. No adverse patient effects were reported.